Manufacturer narrative:
(B)(4).

Event description:
The event was reported by a customer from USA: "total of five power cords damaged. One during first month of use. Four additional power cords damaged during the past two months. Combination or original design and upgraded design. Not all damaged cords were kept. Delay in therapy: unknown. Need for medical intervention: unknown."